Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis as it was expanded inside the patient. The balloon was inspected and analysis found that the balloon had been previously inflated and deflated. The balloon cone profiles and the balloon wing folds were disturbed out of their original intended position which is typical for a previously inflated balloon. The balloon was inflated during analysis to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. A visual examination of the inner wire lumen confirms damage and stretching, thus contributing to the increase in distance between markerbands. The damage to the inner wire lumen is consistent with withdrawal attempts through a calcified lesion or where the procedure case is complex in nature. During analysis, the device was unable to track over a 0.014" guidewire because of this damage. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the hypotube shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening and stent damage occurred. The 80% stenosed, 60x4.0mm, eccentric, de novo target lesion containing a lesion bend of less than 45 degrees was located in the mildly calcified and mildly tortuous left main (lm) to left anterior descending (lad) artery. A stent was implanted at the distal lesion and then a 4.00x32mm promus element¿ drug eluting stent was selected to treat the proximal lesion. After accurate positioning in the lm, the stent was deployed. The physician noted that stent had foreshortened and did not cover the upper rim of the lm. The physician post dilated the stent with a balloon. However, it was suspected that the stent body was fractured. Finally, the physician had to implant a 4.0x15 non-bsc stent to treat the ostial lm and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent foreshortening and stent damage occurred. The 80% stenosed, 60x4.0mm, eccentric, de novo target lesion containing a lesion bend of less than 45 degrees was located in the mildly calcified and mildly tortuous left main (lm) to left anterior descending (lad) artery. A stent was implanted at the distal lesion and then a 4.00x32mm promus element&#10244;rug eluting stent was selected to treat the proximal lesion. After accurate positioning in the lm, the stent was deployed. The physician noted that stent had foreshortened and did not cover the upper rim of the lm. The physician post dilated the stent with a balloon. However, it was suspected that the stent body was fractured. Finally, the physician had to implant a 4.0x15 non-bsc stent to treat the ostial lm and the procedure was completed. No further patient complications were reported and the patient's status was stable.